Event description:
It was reported that the fiber cracked when re introducing it into the fiber carrier. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a radial fracture of the tip. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identity additional signs of breakage along the length of the fiber. It is likely that inadvertent handling and/or excessive force was likely used when reintroducing the fiber into the scope. A conclusion code of unintended use error caused or contributed to the event was assigned to this investigation.

Event description:
It was reported that the fiber cracked when re introducing it into the fiber carrier. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber cracked when re introducing it into the fiber carrier. The procedure was completed with another device. There were no patient complications.